Event description:
Caller reported a malfunction on the pump, identified as malfunction 9. There was no adverse impact to the customer's blood glucose level. Customer support provided reset instructions for the pump, and after successful resetting, the malfunction did not recur. Customer was advised to continue using the pump and was instructed to call back if the issue returned. The caller acknowledged and understood the instructions.